Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the catheter became knotted when removed from the sheath. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012089555 was returned and analyzed. The catheter was visually inspected and functionally tested. Upon visual inspection, it was observed that the catheter was received without the guidewire threaded through. The array pebax tube was damaged at the junction of the proximal arm and dual lumen, exposing the electrodes wires. The pebax tube appeared pinched at the distal arm and kinked at the proximal arm. The array assembly appeared inverted. X-ray imaging has confirmed the integrity of the nitinol array wire was detached from the dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. The tear damage on the pebax tubing appeared on x-ray imaging as a hole located outwards to the dual lumen. No evidence of damage was found on the pebax tubing side facing the guidewire lumen at the distal edge of the dual lumen. Optical inspection at high magnification revealed a torn pebax tubing, exposing electrode wires at the distal edge of the dual lumen. The pebax tubing exhibited a hole with torn edges and coagulated blood. Initial stiffness in the slide control function, attributed to dried blood, was encountered, yet still operational. Upon full advancement of the slide control, no kinking was observed along the extended portion. The steering function was normal. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was not reprogrammed as the catheter condition would not permit ablations using the generator. Hipot verification of the integrity of electrode wires failed the test for electrode #1 due to over current 1.633 ma when tested at 1.17 kv and 2.530 ma when tested at 2.12 kv. Further hipot and electrical continuity testing revealed a breach in the integrity of the electrode wire located at 9.5 inches distally from the edge of the connector. Dissection showed electrode wire #1 was charred, due to damaged insulation. Insulation damage was also noticed on several electrode wires and spread through a distance from seven to ten inches distally from the connector. High magnification optical inspection showed the most char occurred on the electrode wire #1 at the location where the wire shape suggested a damaged wire. Further x-ray imaging confirmed the core wire integrity was maintained; however, the wire was kinked at the location where the most char occurs. Dissection of the array showed the torn pebax tubing at the proximal arm extended proximally inside the dual-lumen. The hole length was approximately 1.75 mm. The insulation of the electrodes wires was damaged, but no charred wires were observed. In conclusion, the reported issue of a catheter array knot was not confirmed. The catheter failed the returned product inspection due to the array pebax tube being damaged at the junction of the proximal arm and dual lumen, the electrode wires being exposed, the pebax tube being pinched at the distal arm and kinked at the proximal arm, the array assembly being inverted, the nitinol array wire being detached from the dual lumen, tear damage on the pebax tubing, stiffness of the slide mechanism, the failed tests for electrode wire integrity, damaged insulation for the electrode wires, char on the electrode wire, and kinked wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.